Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and stenosis are listed in the xience prime everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure, with implantation of a 2.25 x 18 mm xience prime stent in the proximal left anterior descending (lad) artery. On (B)(6) 2018, the patient began to experience unstable angina and was re-hospitalized on (B)(6) 2018. Electrocardiogram performed on (B)(6) 2018, was positive for st elevation myocardial infarction. Cardiac enzymes were elevated. Coronary angiography was performed on (B)(6) 2018 and noted 90% stenosis in the proximal lad, within 5 mm of the implanted stent. Revascularization was performed on (B)(6) 2018 in the target vessel and the event resolved on (B)(6) 2018. No additional information was provided.